Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the absence of the hemostatic valve. It was initially reported by the customer that during surgery, the vizigo sheath developed a defect, a blocked valve, preventing the catheter from entering. Tests were performed and the product was replaced, without causing any harm to the patient. The customer's reported blockage/impediment issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-dec-2025, the bwi pal revealed that a visual inspection of the returned device found absence of the hemostatic valve. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and functional test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed an absence of the hemostatic valve. Afterward, a dilator was introduced into the sheath and resistance was felt. In addition, when the dilator passed through, the valve came out from the sheath. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The impeded issue could be related to the missing hemostatic valve and the resistance to the moment of dislodgement of the valve; therefore, the customer complaint was confirmed. The potential cause of this type of failure could be related to the manipulation of the device after the procedure however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).